Event description:
It was reported that the tip of impactor rod broke off in trial during impaction.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the stem impactor rod confirmed the complaint that the threaded end of the rod has fractured off; the threaded end was returned along with the device. If sufficient side loads are transferred to the tip of the stem impactor rod during impacting, a mechanical overload or fatigue fracture can occur. The device was manufactured in 2015 and exhibits, with the exception of the threaded end, normal wear and use damage. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. Additionally, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.